Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 10/26/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was indicated that the patient was showing signs of hypoglycemia in which the cgm was displaying 80 mg/dl, compared to a finger stick reading of 57 mg/dl. The patient treated themselves with sugar. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.